Manufacturer narrative:
The evaluation revealed the returned device's critical mating feature (top surface a that mates with the poly bearing) are within specifications. The damages observed on the surfaces a and b, as well as the sides of the device were most likely caused during the extraction of the implant.

Manufacturer narrative:
The evaluation revealed the returned device's critical mating feature (top surface a that mates with the poly bearing) are within specifications. The damages observed on the surfaces a and b, as well as the sides of the device were most likely caused during the extraction of the implant.

Event description:
It was reported by the sales rep that a revision total knee procedure took place on (B)(6) 2021. The reason for the revision was due to tibial loosening. The following arthrex products were explanted during this surgery ar-5030pslf, lot: 108761213; ar-503-tttd, lot: 108761149; ar-503-bd08, lot: 113601218. Once the devices were explanted, the surgeon performed a metacta hinged total knee procedure. The sales rep reported that they cannot confirm the part and lot numbers of the arthrex product implanted during the revision surgery. The sales rep stated that the procedure was successful without any product malfunctions. The primary procedure took place on (B)(6) 2013. The sales rep reported that it cannot be confirmed the place where the primary procedure was performed. The primary procedure was performed by a different surgeon. The explanted arthrex devices will be returned for evaluation.